Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and identified that the system did not fully boot, and it was stuck in a ¿insert system disc¿ state. As a part of troubleshooting the fse disconnected the w backups drive and reconnected the w drive and conducted two successful boots. After booting, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not start up when booting up the system in the morning. No harm has been reported to philips. Philips has started an investigation of this complaint.